Manufacturer narrative:
Block b3: exact date unknown, event occurred two years ago. D7: explant date: procedure happened two years ago. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8216500, model: sc-8216-50, serial: (B)(6), batch: 17514205.

Event description:
It was reported that the patient was experiencing inadequate stimulation issues. The patient underwent an explant procedure. All device components were removed and discarded. No further information could be obtained despite good faith effort.

Manufacturer narrative:
Exact date unknown, event occurred two years ago. Explant date: procedure happened two years ago. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: (B)(4), model: sc-8216-50, serial: (B)(4), batch: 17514205.

Event description:
It was reported that the patient was experiencing inadequate stimulation issues. The patient underwent an explant procedure. All device components were removed and discarded. No further information could be obtained despite good faith effort.